Manufacturer narrative:
Unique identifier: UDI not required. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported to ge healthcare that a patient undergoing a breast MRI exam sustained a non-displaced rib fracture. The patient was positioned normally upon the breast coil as instructed by the MRI technologist and there were no reports of compression on the sides or top of the magnet during movement into the system. The patient made no complaint at the time of exam, and only reported the injury after having been evaluated by her physician which included imaging, confirming the rib fracture.

Manufacturer narrative:
H3: the investigation by ge healthcare (gehc) has been completed. Both the ge mr 1.5t hdx scanner and ge liberty 9000 breast coil were evaluated and found to be operating within specifications with no issues or defects identified. Based on the available information, there is no apparent root cause of the patient injury. There is no evidence that the gehc 1.5t hdx scanner or gehc liberty 9000 breast coil caused the injury. The user indicated using good clinical practices of preparing, positioning, and monitoring of the patient for mr exam. No further actions are planned by gehc.